Event description:
Customer received abnormally low sodium results for approximately fifteen patients. Eight patient examples were provided. Testing was repeated on the same analyzer as well as a second system. Results given were from same analyzer only, results from second system were not provided. It was noted the results from the second system matched the repeat results of the affected system. Patient 1, initial result 133 mmol/l, repeat 143 mmol/l. Patient 2, initial result 130 mmol/l, repeat 138 mmol/l. Patient 3, initial result 128 mmol/l, repeat 136 mmol/l. Patient 4, initial result 126 mmol/l, repeat 134 mmol/l. Patient 5, initial result 134 mmol/l, repeat 140 mmol/l. Patient 6, initial result 127 mmol/l, repeat 135 mmol/l. Patient 7, initial result 135 mmol/l, repeat 142 mmol/l. Patient 8, initial result 135 mmol/l, repeat 143 mmol/l. Some of the results were reported, but user does not know which ones. User states patients were not adversely affected or treated based on the results. The field service representative determined the ise sipper flow path to be the cause and performed ise sipper flow path cleaning and replaced the reference electrode. Performance tests were performed which were within guidelines.